Event description:
Baxter poland reports one incident of a psn 140 dialyzer "not fully filled with blood". Incident was observed at the beginning of treatment. Treatment was stopped and blood was returned to the patient with an unreported amount of blood loss. Treatment was resumed with a new dialyzer of a different membrane. A blood sample was drawn from the arterial blood line and laboratory analysis showed hemolysis. Treatment was stopped and patient was administered hydrocortisone and aminophylline. It was also reported that during treatment on the psn dialyzer, the patient experienced dyspnea and increased blood pressure of 200/90. It was also reported that symptoms continued after patient's treatment was restarted on an alternate membrane. Symptoms continued after dialysis was stopped. Patient was administered hydrocortisone and symptoms resolved after several treatments. Treatment was then resumed with a new membrane and completed without further incident. It should also be noted that prior to initiation of treatment with the psn dialyzer, patient complained of headache and "not feeling very well."